Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material were evident on the jaws. Microscopic inspection showed that the silicone insulation on the cold jaw was partially torn away from the tip which partly exposed the metal part of the tip of the cold jaw. The detached silicone was not returned for evaluation. The heater wire on the hot jaw was flexed at the center but remained attached at the tip and the base of the hot jaw. Based on the returned condition of the device, the reported failure mode "peeled jaw" was confirmed. The analyzed failure mode "bent wire" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro upper half of one of the outer covering on jaws was no longer present. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro upper half of one of the outer covering on jaws was no longer present. A replacement device was used to complete the procedure. The hospital did not report any patient effects.